Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl with ketones present. The customer had attempted to correct bg by administering a bolus, manual injections, and changing pump supplies. The customer was admitted to the emergency room on august 9th and was subsequently hospitalized and released the following morning. The customer was then re-admitted later that day on august 10th due to diabetic ketoacidosis. The customer remained hospitalized for two more days before being released. The cause of the elevated bg is unknown. While at the hospital the customer was treated with an IV and fluids of saline and insulin which successfully corrected bg. The customer reverted to manual injections and recommendation was made to consult with a healthcare provider regarding diabetes management.